Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer was able to "manually take the sensor's tip off from their skin" and self-treat run ointments. There was no report of death or permanent impairment associated with this event.